Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 400 mg/dl with large urinary ketones present. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the pump was able to be re-primed and an insulin bolus delivered to the patient in treatment of the hyperglycemia. The reporter alleged the pump alarmed for repeated loss of prime. The reporter declined to change the insulin cartridge in the pump during troubleshooting with animas customer support. The subject insulin cartridge is not being returned to the manufacturer because the it was discarded by the customer. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of prime issue associated with the insulin cartridge.